Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had an augmentation below limit set alarms and stop pumping. There was no patient involved.